Event description:
It was reported that prior to implant, the physician placed the implantable cardiac monitor (icm) over the patients heart and then placed the programmer head on the device and was unable to obtain an electrogram. This was attempted multiple times with no results. The device was replaced and an electrogram was obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.